Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2020 and the index procedure was performed on the same day. Target lesion was located in left distal superficial femoral artery (sfa) involving proximal popliteal artery with 100% stenosis. The target lesion was 70 mm long with a proximal reference vessel diameter of 5.5 mm and a distal reference vessel diameter of 5 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of a 6 mm x 80 mm study stent. Following post dilation, residual stenosis was 10%. On (B)(6) 2020, the subject was discharged with antiplatelet therapy. On (B)(6) 2022, 730 days post index procedure, the subject presented for protocol scheduled 24-month follow up visit with complaints of slight problems in walking and was unable to walk 1 block quickly or climb 3 flights of stairs. On arrival, ankle brachial index (abi) ratio was 0.9. The subject was diagnosed with middle graded in-stent restenosis of left distal superficial femoral artery (at the proximal edge of the stent). No action was taken to treat the event.

Manufacturer narrative:
Age at time of event: (B)(6) years old at the time of study enrollment. Initial reporter facility name: (B)(6).